Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported left side device rupture diagnosed by MRI. MRI report provided shows "intracapsular rupture of implant is confirmed. Implant is inhomogeneous in structure, with thin bundles of different courses and shapes showing unchanged intracapsular rupture. A small amount of fluid is visible around implant¿. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.9; g.2; h.3; h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, additionally reported, left side capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as surgical damage. Seroma-late-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side device rupture diagnosed by MRI. MRI report provided shows "intracapsular rupture of implant is confirmed. Implant is inhomogeneous in structure, with thin bundles of different courses and shapes showing unchanged intracapsular rupture. A small amount of fluid is visible around implant¿. Healthcare professional additionally reported left side capsular contracture baker grade ii/iii. The device has been explanted and replaced with another manufacturer's device.